Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Patient archives were analysed. The tracer patter appeared to sunken in areas of loose skin. Red points were captured towards the back of the head on the 3d model and the back of the head was also flat. Fiducial placement was symmetrical. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the site was having an inaccuracy issue. There was no reported delay of procedure and no reported impact to patient outcome.

Manufacturer narrative:
Correction: there was a 15 minute delay to surgery. If information is provided in the future, a supplemental report will be issued.